Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic and had a transthoracic echocardiogram (tte) on (B)(6) 2026. The patient had their heartmate 3 left ventricular assist device (lvad) at 5400 rpm, left ventricular ejection fraction (lvef) at 10%, left ventricular internal dimension in diastole (lvidd) at 6.4cm, a severely dilated right ventricle (rv) with severely reduced fraction, moderate to severe tricuspid regurgitation (tr), moderate aortic insufficiency (ai), and their atrioventricular (av) did not open. It was noted the patient had more trouble with their weight lately. It was said the patient was fatigued event when they were diuresed, 15 lbs with decrement in renal function. The patient presented for an right heart catheterization (rhc) with a ramp study on (B)(6) 2026. This showed that the patient's pulmonary artery was 13, right ventricle (rv) was 52/2, end-diastolic pressure (edp) was 15, pulmonary artery pressure was 52/22 (34), wedge was 25, ventricle (v) was 38, cardiac index (ci) was 2.52 at 163 lbs with a mean arterial pressure of 75 at 5400 rpm. The cardiovascular micro-electro-mechanical systems (cardiomems) was recalibrated and noted to be accurate. No significant changes were made. The swan was left in or aggressive diuresis and reevaluation of pulmonary artery (pa) pressures in consideration for ai therapies. The cardiac positron emission tomography (pet) done on (B)(6) 2026 found no evidence of active sarcoidosis. On (B)(6) 2026, a transcatheter aortic valve replacement (tavr) computed tomography angiography (cta) which showed a trileaflet aortic ventricle (av) that did not open with systole and small central coaptation gap and also significant accumulated biodebris in the bend relief structure of the lvad outflow graft raining concerned for possible outflow graft obstruction (minimal luminal area 6 x 6 mm). On (B)(6) 2026, an external outflow graft release surgery was done. A costal incision was made, dissecting towards the outflow graft. Once it was identified, the bend relief graft was open longitudinally exposing the abundant old fibrin material. Once the outflow graft was released, the ventricular assist device (vad) flow increased almost 1 lt instantly. The patient was stable following surgery.